Event description:
User reports discrepant results for estradiol and hcg. The following two pt examples were provided: pt 1, female, 2008, initial estradiol result 601 pmol/l; repeat, 2008, 191 pmol/l. Initial results were reported, the pts were not adversely affected. The field svc rep was unable to determine root cause. Performance tests performed which were within specification.

Event description:
User reports discrepant results for estradiol and hcg. The following two pt examples were provided: pt 2, 2008, hcg initial result 4687 miu/ml; repeat, 2008, 7203 pmol/l. Initial results were reported, the pts were not adversely affected. The field svc rep was unable to determine root cause. Performance tests performed which were within specification.